Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: was the piece of metal the cartridge pan from the cartridge left in the jaws of the device? No, it appeared to be part of the device. On which firing(s) did this event occur (1st, 2nd, 12th, etc.)? 2nd. What color cartridge was being used? Green the analysis results found that one long60a device was returned with no visual non-conformances and with two ecr60g cartridge reloads present. Cartridges (b, c) ecr60g, were returned unfired and in good visual condition. In addition, a cartridge pan was found lodged inside the channel of cartridge c. The pan was removed from the channel and the device was tested for functionality in the articulated position with the returned cartridge reloads (b, c). The device fired, cut and formed all the staples as intended. The staple lines were complete and the staples were noted to have the proper b-formed shape. While no conclusion could be reached as to how the pan became dislodged from the reload (a), it should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the required specifications; in addition, a sample of the batch is inspected at (B)(4). The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a sleeve procedure, the device could not be loaded after initial firing. Small pieces of metal were visible in the crotch of the stapler. Case completed with another device of the same product code. There were no patient consequences reported.